Manufacturer narrative:
The complained test strips have been calibrated against the who standard rtf/16 and are affected by recall. Corresponding retention test strips (lot 297787) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample on the meter and the result was 4.2 inr. Within 1 hour, a sample was collected from the patient and tested in the laboratory with the dade innovin method, resulting as 2.6 inr. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range is 2.5 - 3.5 inr. The patient is not anemic and does not have antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any bleeding or bruising. The patient's product was requested for investigation and replacement product was provided. Retention test strips (lot 297787) were tested in comparison to the master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. The retention material is within specifications. The patient's meter was returned for investigation. The meter was tested using retention controls and the test strip master lot. Results (qc range = 1.9 - 2.9 inr): qc: 2.3 inr; qc: 2.3 inr; qc: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy.